Event description:
Dear sir, I am from (B)(6), my name is (B)(6). I was operated in a surgery that installed a cypher coronary stent on (B)(6) 2008, and then it appeared serious hypersensitivity reactions. If you want more info, please contact me. My telephone number is (B)(6).